Manufacturer narrative:
Additional information: describe event or problem, relevant tests/lab data, and other relevant history have been updated to reflect additional information received for this reported event. A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation of the liberty cycler found no indication of a causal relationship between the products and the reported event. Clinical review of the patient's medical records information concluded that the scrotal swelling was related to the peritoneal leak. The peritoneal leak was likely related to the peritoneal dialysis treatment with fresenius products.

Event description:
Review of the medical records reported that the peritoneal dialysis patient was admitted to the hospital on (B)(6) 2016 with the principal diagnosis of cellulitis of the scrotum with a secondary diagnosis of testicular pain. Testicular torsion was ruled out in the emergency room. The patient was treated with intravenous antibiotics vancomycin and levaquin. It was noted that nephrology suspected the patient¿s testicular swelling to be secondary to peritoneal dialysis. The patient was discharged on (B)(6) 2017 with significant improvement of the scrotal cellulitis. The vancomycin was discontinued and the patient continued to levaquin orally for an additional five days.

Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of the investigation. (B)(4). Scrotal swelling, peritoneal leak clinical review of all information currently available determined that the scrotal swelling was related to the peritoneal leak, where the peritoneal leak was likely related to the peritoneal dialysis treatment with fresenius products.

Event description:
A peritoneal dialysis (pd) patient reported that on the previous night he had an episode of coughing and experienced swelling during treatment. The patient's pd nurse confirmed that the patient presented to the hospital emergency room following a coughing episode with sneezing and was admitted with scrotal swelling. The pd nurse also confirmed that the patient switched modalities to hemodialysis for six weeks. The pd nurse reported that the patient was not diagnosed with either a hernia or fluid overload. The pd nurse stated that the physician determined that the scrotal swelling was due to a peritoneal leak from the peritoneum to the scrotum.